Event description:
Facility technician reported the health care professional (hcp) reported the pt as receiving hemodialysis on the baxter sps 550 device. Hcp reported device was alarming with al02 and hcp stated the machine was removing too much fluid based on the target goal. Treatment was terminated on this device and pt completed three hours of treatment on another sps 550 machine without further problems. Technician reported the pt was asymptomatic during this event. Pt could not be weighed because pt was bedridden. Hcp stated final ultrafiltrate removed was within the target goal. Blood pressure was 101/56mmhg. There was no medical intervention and no pt injury as a result of this event.